Event description:
Please confirm what the initials gbp mean (re procedure). Gastric bypass. Your report indicates the device locked on the fourth stroke. Was the device stuck on the tissue? Yes. If so, what was required/what actions were taken to remove the device from the tissue. Stroke to reverse + a lot of force to complete the 4th stroke. Was there any damage to the patient's tissue? If yes, please explain/describe. No. Non-identifying patient information - age, sex, weight and height. Unk.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, on the fourth stroke, the device locked on its way back. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one ec45al device was returned in good visual condition and with one ecr45b cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device worked as intended. Batch history review has been completed with no anomalies reported.